Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to induce the patient into a ventricular tachycardia (vt) episode after pacing was delivered. The device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the episode. Reprogramming options were discussed by technical services (ts). No additional adverse patient effects were reported. This device remains in service.